Event description:
It was reported that catheters were planned to be placed in ICU in the afternoon of november 4. Two of the catheters leaked liquid from the port on one side during flushing and replaced with two new kits for insertion. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be manufacturing related. Two 5 fr dual lumen powerpicc catheters were returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned samples. A microscopic observation revealed a protrusion within the orifice of the purple luer hub of each sample. This protrusion appeared to be of the luer hub material and appears to be a molding defect which would prevent a complete seal between the luer hub and a syringe. The manufacturing facility has been notified of this event and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that catheters were planned to be placed in ICU in the afternoon of november 4. Two of the catheters leaked liquid from the port on one side during flushing and replaced with two new kits for insertion. This report addresses the first device.